Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number . D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: PMA/510(k): k122590, k163004. H4: device manufacture date: unknown due to unknown lot number. Visual inspection of the actual sample found no anomaly such as peeling of the outer layer. Magnifying inspection of the actual sample found no anomaly such as a scratch or foreign substance. After visual inspection of the dyeing condition of hydrophilic coat, no anomaly such as peeling of the hydrophilic coat was found over the entire length. The outer diameter measurement met the factory's specifications. No anomaly was found. Since the lot number was unknown, the investigation could not be performed. Based on the investigation result, no anomaly was found in the appearance and dimensions of the actual sample. Therefore, it was not possible to confirm the black peeled section that was described in the reported issue on the actual sample. The peeled section that was described in the reported issue was not likely to be derived from the involved product, and the cause of occurrence could not be identified. Relevant instructions for use (IFU) reference: "warnings if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that glidewire was used without any problems during the procedure. However, when the product was looked at closely after the procedure, the black peeled section was found. It was unclear what had peeled off. It cannot be denied that the peeled piece remained inside the patient's body. The procedure was completed successfully. The patient was not seriously harmed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to correction section g3 as it was inadvertently reported as 13sept2023 when the correct date should have been 19sept2023.